Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.